Event description:
It was stated that the customer was treated by the paramedics for low blood glucose levels. It was stated that the blood glucose levels were very high after treatment and the customer could not bring them back down, so she was taken to the hospital. The blood glucose reading at the time of the phone call was 351 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.